Manufacturer narrative:
The hospital discarded the electrode and it will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced an infection around the electrode. As a result, the electrode was explanted. The s-ICD remains implanted and the patient is hospitalized and receiving intravenous antibiotics. Once the infection clears, a new electrode will be implanted. No additional adverse patient effects were reported.